Manufacturer narrative:
Verbatim incorrect. Initial reporter was a manufacturer representative, not a consumer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative indicating that the cause of the decreased efficacy in symptom control was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had a revision due to decreased efficacy in symptom control. No further complications were anticipated/reported.